Event description:
The customer stated that she was in the emergency room with a high blood glucose of 433 mg/dl. The customer was not feeling well, and was laying down at the time of the call. Troubleshooting was performed, and the insulin pump programming was correct. No damage to the drive support cap noted. The insulin pump passed the prime test. Found bad battery, motor error, low battery and no delivery alarms in the alarm history. The customer also reported a crack on the insulin pump case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. However, the insulin pump passed the displacement and bolus test. No motor error alarms were noted during testing. The motor passed the motor test. The unit had a cracked reservoir tube and scratched display window.